Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: m450001b015, version #:(B)(4) the software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system being used during a soft neuro tissue ablation. It was reported that a non-medtronic scanner was connecting to the incorrect folder. It was reported that for the initial couple temperature map (tmap), the system was functioning as intended. It was reported that the issue then occurred. Stopping and starting the thermal therapy system did not restore functionality. It was reported that the directory was located, the alphanumeric number for connectivity was manually entered and the procedure was continued as intended. The final tmap was noted to have connected without issue. Three (3) ablation sessions were conducted with multiple attempted connections. There was a reported delay to the procedure of five to ten minutes due to this issue.